Manufacturer narrative:
The manufacturer is following up to obtain clarification of the sequence of events. Appropriate investigative actions will be taken once further information is received. Device disposition not presently known.

Event description:
It was reported that a carboseal valsalva ascending aortic prosthesis was implanted on (B)(6) 2017 at the aortic position. On (B)(6) 2018, a crown prt valve was reportedly implanted at the same position.

Manufacturer narrative:
Confirmation was received indicating that the device was explanted due to the patient's intolerance for anticoagulation therapy. There was no concern about the device functionality. The root cause of this event is clearly attributable to patient factors, and is not device-related. Device not available.

Event description:
A carboseal ascending aortic prosthesis was explanted. The device was replaced with a mitroflow valsalva conduit, size 30, and a mitroflow cna25 valve. The device was explanted due to the patient's intolerance to anticoagulation. The patient outcome was good, and there were no concerns about the functionality of the device.